Event description:
It was reported that during surgery the product sterilization seal was not opened but dust like particles were visible through the clear packaging. It was returned without opening. There was no harm or delay reported. Due diligence is complete. At product evaluation investigation the particulate was noted to be greater than 0.60 sq. Mm in size and product is non-conforming. No additional event information available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. The investigation is complete. This is an initial final report submission. Visual inspection confirmed there was a piece of debris on the product sealed inside the sterile package. A total of two 2 particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. As the particulate was noted to be greater than 0.60 sq. Mm in size the product is non-conforming. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing deficiency. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.